Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The low suspend alarm functions properly. The insulin pump has cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she could not get the low predicted alert turn off because the esc button would not allow her to reset. The customer's blood glucose was 102 mg/dl. She attempted to resolve the issue by removing and reinserting the battery, but it was unsuccessful. She noted that she had gone to the dentist for an x-ray but advised that her insulin pump had been covered by a lead apron. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.